Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell 3 of 4, while the hp was connected. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) assisted the care giver (cg) in ending the hp¿s therapy and removing the cassette. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cassette was returned for evaluation. Visual inspection, leak, clear passage, and clamp function testing were performed with no issues noted. The device was ran on a homechoice machine with no issues. The reported alarm could not be replicated nor were any other problems found with the cassette. Should additional relevant information become available, a supplemental report will be submitted.